Manufacturer narrative:
(B)(6). Date of report: 13aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen failure issue. The manufacturer¿s field service engineer (fse) replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 28oct2019. The resistance and resistance ratios were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.